Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited an episode of non-sustained noise in both the atrial and ventricular channels. It was not known if there was a lead issue, a device connection issue, or if the noise was due to external interference. No changes have been made. Further testing was recommended. The patients condition was good and there were no adverse consequences. No further information is available.